Event description:
Customer reported he had a car accident and the device did not alarm he was low. The device was set at 70 mg/dl for it to alarm. Customer does not recall blood glucose level. Customer was eating candy prior to the event. Customer stated the drive support cap was flush. Customer's blood glucose at time of admission was 105 mg/dl. Customer stated he might have given to much insulin or hadn't eaten enough. Customer was unable to confirm the settings on the device during the time of event. The device was not exposed to an MRI. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.